Event description:
On (B)(6) 2013, it was reported that the physician explanted the vns system as the patient had picked at the generator site incision and the lead wires were observable. The physician wanted to prevent a possible infection. The explant occurred on (B)(6) 2013. Attempts will be made for additional information. No other information has been provided.